Event description:
It was reported that the programmer was slow to boot-up. It was recommended that the programmer be returned for service. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).